Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown femoral stem, unknown, unknown, unknown femoral head, unknown, unknown, unknown tm cup, unknown. Report source, foreign - the event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, the patient was revised due to loosening and osteolysis. It was reported that the shell was revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.